Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The extension tubing set was used to deliver an unspecified solution. After an unspecified length of time in use, the customer contact reported blood was leaking from the two clave ports of the extension tubing set. The blood loss was estimated to be more than 50ml. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional intervention was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.